Event description:
It was reported to philips that the device screen is broken. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device screen is broken. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which help was provided for diagnostic service. The customer was instructed to send the device to the bench. The customer cancelled the bench repair. Philips is unable to rule out that a malfunction did not occur. As the customer declined subsequent evaluation of the device, a definitive cause for the original allegation could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. H3 other text : customer declined repair.